Event description:
Healthcare professional reported: fractured tubing. Investigation in progress.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2013. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing or pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."